Event description:
The customer reported the system displayed a checksum error code and thus failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The memory circuit board was replaced. The system was then found to be operating as intended.